Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2,000 mcg/ml of lioresal at 700 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall had occurred. It was indicated the patient had recently had an MRI. The hcp reported a motor stall and ¿stop pump period may exceed tube set¿ message had occurred in the logs. The patient had not reported hearing an alarm following the MRI. There was no volume discrepancy when the hcp accessed the reservoir. Per the logs, a motor stall recovery had not occurred. It was reported that it had not been less than two hours since the patient exited the MRI field. Telemetry state was reviewed, along with re-interrogating the pump. No symptoms were reported. The event date was provided as (B)(6) 2018. No further complications were reported/anticipated.